Event description:
The user facility reported the automated impella controller (aic) would not recognize the purge cassette. This issue occurred during patient use. No further details were provided. There was no reported patient harm.

Manufacturer narrative:
The investigation for the aic purge disc/flag issues has been completed. Data logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) several times. The console was returned for evaluation. A broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.